Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl, 121 mg/dl and the sensor glucose was 50 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin delivery was suspended due to sensor values. Customer declined to review. Customer reported that the difference was occurring with the current sensor. Customer reported they did receive a calibration not accepted alert. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.